Event description:
Sorin group received a report that the heater-cooler displayed an error message during set up. There was no patient involvement.

Manufacturer narrative:
(B)(4) manufactures the heater-cooler system 3t. The event occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). A (B)(4) field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the issue several minutes after powering on the unit. The issue was traced to a faulty temperature probe on the patient side. The service representative replaced the probe and a temperature calibration was performed. The replaced device was returned to the original equipment manufacturer for further investigation. During testing, a deviation in the resistance values was observed. This reaction is an inherent protective feature of the unit in order to prevent incorrect measurement. A root cause for the deviation could not be determined. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the heater-cooler displayed an error message during set up. There was no patient involvement. The investigation is ongoing. A follow up report will be sent when the investigation is complete.